Manufacturer narrative:
Batch review performed on 13-05-2025: lot 2318252a: (B)(4) items manufactured and released on 13-12-2023 expiration date: 2028-11-26. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional devies involved. Batch review performed on 13-05-2025: reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot 2312761: (B)(4) items manufactured and released on 14-08-2023 expiration date: 2028-07-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0191 threaded glenoid baseplate ø24.5x30 (k171058) lot 2310105: (B)(4) items manufactured and released on 27-09-2023 expiration date: 2028-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot 2318703: (B)(4) items manufactured and released on 13-12-2023 expiration date: 2028-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0187 short humeral diaphysis - cementless - 14 (k180089) lot 2103583: (B)(4) items manufactured and released on 12-05-2021 expiration date: 2026-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary shoulder surgeon on (B)(6) 2023. On (B)(6) 2024 the patient came in reporting pain due to a torn rotator cuff that was caused from falling. The surgeon converted the patient from anatomic to reverse. The surgery was completed successfully. Complaint (B)(4) was filed. Presently, on (B)(6) 2025, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.